Manufacturer narrative:
The event occurred in china. This complaint was reported by the customer to china nmpa through the adr online system, report number: (B)(4). Maquet china obtained this information from the adr system on (B)(6) 2024. It was reported that a patient suffered from acute myocardial infarction. ECMO treatment was started with a rotaflow device on (B)(6) 2024. On (B)(6) 2024, the rotaflow display showed an inaccurate flow failure which results in the "txrx error". The doctor immediately maintained the treatment status manually (hand crank was used). The ICU (intensive care unit) doctor evaluated that the patient had reached the indication for withdrawal. The chief physician of the second department of general surgery, was invited to make rounds. On (B)(6) 2024, the patient was intubated under general anesthesia in the operating room and performed "ECMO withdrawal + femoral artery suture". After the operation, the patient was sent back to the ICU for further treatment. On (B)(6) 2024, the ventilator was removed, and the tracheal tube was removed, and non-invasive assisted ventilation was performed sequentially. The patient is now conscious, and the condition has improved significantly, with occasional rapid breathing and heart rate. On (B)(6) 2024, the patient was transferred to the department of cardiology for further treatment and was discharged on (B)(6) 2024. No harm to any person has been reported. Based on the information that the hand crank was used a report is required. According to the ssu (sales and service unit) dated on (B)(6) 2024 a third-party company conducted the inspection of the device but the failure could not be fixed. The device was not used by the customer from july till october. In october as the customer wanted to use the device, the "txrx error" occurred by turning on the device again. This "txrx error" was submitted to getinge in complaint (B)(4). Based on the information available at this time, the reported failure could be confirmed, but no exact root cause could be determined. However, the failure mode "inaccurate flow rate" can be linked to the following most possible root causes according to our risk management file (dms# 2023689) - malfunction of bubble/flow sensor electronics - dried contact gel - user forgot renewing contact gel - mechanical defects (impact) - zero flow calibration failed - incorrect flow measurement. A similar complaint was investigated for the reported failure "txrx error" in getinge life-cycle-engineering (lce). The reported failure was caused most probably by a short circuit on the capacitor c2 on the flow measure board. The review of the non-conformities was performed on (B)(6) 2024 and during the period of (B)(6) 2021 to (B)(6) 2024 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console with s/n (B)(6) was produced in (B)(6) 2021. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / v15. Chapter 5.1 apply ultrasonic contact cream to both sides (left and right) around the outlet of the rotaflow centrifugal pump. Both sides must be completely covered with the ultrasonic contact cream. Chapter 6.2 the ultrasonic contact cream can dry out and impair the functioning of the integrated flow/bubble sensor. In the "free" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message [sig!] Appears. In the "stand al" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message [faultbub] appears. Complete reapplication in less than 60 seconds. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. This event occurred on the chinese market on a significantly similar device to rotaflow, which is sold in the us. For d4 unique identifier (UDI)#(B)(4), primary di number has been used for rotaflow with catalog number 701046405. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.

Event description:
The event occurred in china. This complaint was reported by the customer to china nmpa through the adr online system, report number: (B)(4). Maquet china obtained this information from the adr system on (B)(6) 2024. It was reported that a patient suffered from acute myocardial infarction. ECMO treatment was started with a rotaflow device on (B)(6) 2024. On (B)(6) 2024, the rotaflow display showed an inaccurate flow failure which results in the "txrx error". The doctor immediately maintained the treatment status manually (hand crank was used). The ICU (intensive care unit) doctor evaluated that the patient had reached the indication for withdrawal. The chief physician of the second department of general surgery, was invited to make rounds. On (B)(6) 2024, the patient was intubated under general anesthesia in the operating room and performed "ECMO withdrawal + femoral artery suture". After the operation, the patient was sent back to the ICU for further treatment. On (B)(6) 2024, the ventilator was removed, and the tracheal tube was removed, and non-invasive assisted ventilation was performed sequentially. The patient is now conscious, and the condition has improved significantly, with occasional rapid breathing and heart rate. On (B)(6) 2024, the patient was transferred to the department of cardiology for further treatment and was discharged on (B)(6) 2024. No harm to any person has been reported. Based on the information that the hand crank was used a report is required. Complaint ID: (B)(4).